Event description:
Information received indicates that after approximately 15 minutes on support the product did not oxygenate properly; low oxygen saturation was noted. The device was changed out during the case with no patient complication reported. The patient remains on ECMO support. The hcp reported the device was discarded after use.